Event description:
Reportedly a 6900ptfx, 25mm was explanted due to echo showed normal valve, seated, well. However, struts impinging outflow tract, struts impinging ventricular wall. Surgeon explanted valve and replaced it with a st. Judes mechanical valve..

Manufacturer narrative:
Left ventricular outflow tract obstruction. Evaluation summary: minimal host tissue overgrowth was observed on the stent and tissue on the inflow and outflow aspects. No visible inconsistencies were noted in the x-ray. Evaluation method: x-ray.